Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "exchange with no complaint against the device". Later healthcare professional reported "implant malposition". Later healthcare professional reported "hole, non- specific". This record is for the left side. Device was explanted.